Event description:
During an oral procedure several months ago, the pt's lip was burned (minor). Pt is okay, no further treatment required. Customer has no idea which bur guard was being used with this handpiece at the time of the incident.